Manufacturer narrative:
The complaint was not confirmed. The returned pump was visually inspected and showed no physical damage to the unit. Further review of the pump sub-assembly and components showed no issues with the latch door or tubing connector. The tubing sets used were not returned. The pump was assembled with a new ar-6410 tubing, and then tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. The pump was powered on and function as intended with no error message and/or audible alarm triggered. Pump was able to maintained the pressure.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during surgery the inflow motor didn´t stop rotating and the patient's shoulder became more and more extended. The surgery was finished successfully with a new inflow tubing set. It was not necessary to switch the surgical technique or do a second surgery.